Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint 3003898360-2019-01123 is being reported as a malfunction. There was no serious injury.

Event description:
It was reported that the clip failed to close on the vessel. Follow-up information indicates that hemorrhage pre-surgery was overcome. Another device was used of the same reference. No medical intervention.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. There is a buildup of biological material in the bottom jaw, specifically. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws as it did not latch onto the bottom jaw. The buildup of biological material in the bottom jaw was manually removed and another attempt was made to fire the device. This time, a clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed tubing. This was repeated with the same result for the remaining clips. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. The root cause of this complaint issue is the buildup of biological material in the bottom jaw. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip not closing on vessel" was confirmed based upon the sample received. Upon functional inspection, it was found that a buildup of biological material was stuck in the bottom jaw which prevented the clips from properly loading. Once the buildup was removed, the remaining clips were able to fire properly. There were no functional issues found with the device. Since the clips were unable to load due to the buildup of biological material in the jaw, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1800355 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip failed to close on the vessel. Follow-up information indicates that hemorrhage pre-surgery was overcome. Another device was used of the same reference. No medical intervention.